Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The interconnect cable, and transformers were evaluated and reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an error and then shut down. The fe found a fast stop error in the events log. This resulted in a loss of imaging functionality. There is no report of injury or death.